Event description:
(B)(4). Initial report: this case was reported by a physician and involves a female patient. She suffered from nodules (subcutaneous, detected by the patient herself) aprrox 1 1/2 years after treatment with poly-l-lactic acid (sculptra). Treatment with poly-l-lactic acid had been performed in (B)(6) 2006. The treating physician prescribed allopurinol, however, no corrective treatment was performed by the patient. Outcome: ongoing. Additional information received on (B)(6) 2008. Addendum provided by physician: this case involves a (B)(6) female. On (B)(6) 2006, the patient had been treated for the first time with poly-l-lactic acid for liquid lifting. Since (B)(6) 2008, the patient has suffered from granuloma; outcome at time of report: ongoing. Alternative explanation provided by physician: possible previous treatment with filler (nos). The physician was not able to provide us with a treatment concerning the causal relationship. Addendum for follow-up received on (B)(6) 2008. Assessment after ptc investigation: batch record review without hint to root cause. No faults, defects, damages detectable.